Manufacturer narrative:
Being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - femur. Visual examination of the provided photographs identified the femoral as implanted and fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: persistent left knee pain, bone scan concerning for loosening, x-rays showed fracture of the femoral component, tibial component grossly loose, severe pfj degenerative changes, mild degenerative changes in the lateral joint, hypertrophic scarring and synovial tissue removed, underwent additional rehab. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by the patient that they underwent an initial left partial knee arthroplasty. Subsequently, the patient was revised approximately 7 years later due to pain, a limp, and an implant fracture and loosening was also noted on scans. During the revision, both the tibial and femoral components were found loose with the femoral component fractured. The components were removed along with hypertrophic scarring without complications. A competitor total knee was then implanted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00584200501 - tibial component precoat left medial/right lateral size 5 - 62880941. 00584209508 - articular surface size 5 8 mm height femoral size a, b, c, d, e, f, g - 62880761. 00619201001 - stryker simplex speedset cement - dev009. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03700.